Manufacturer narrative:
D9: device received on (B)(6) 2026. H3: the device was received for evaluation. Service history and event history log review were not performed. Visual and functional testing was performed, and the customer¿s reported problem of failure to prime and sensitivity to upstream occlusion alarms was confirmed. The downstream occlusion (dso) test result was out of specification at 5 psi, and the upstream occlusion (uso) sensor exhibited out-of-specification performance. The most probable cause was determined to be loss of factory calibration of the dso and uso sensors. The sensors were recalibrated to fix the issue.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is not priming and is sensitive to upstream occlusions. Also, during testing the pump was frequently alarming, and self-clearing for upstream occlusions. There was no patient involvement.